Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (47 mg/dl). Reportedly, the customer did not have their carbohydrate setting turned on and was inputting units instead of carbohydrates when bolusing. Customer stabilized blood glucose levels with juice. Tandem technical support guided the customer through turning their carbohydrate setting on.